Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm was noted. No moisture damage was found inside of the insulin pump. All of the buttons functioned properly and no damage was noted to the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, he was having issues with the buttons on the insulin pump. Customer stated he was changing out his set and the device alarmed failed batter test. He inserted a new batter and he was attempting to set the time and the device wasn't responding to the button pressing. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. Customer did state he was riding his bike and the device might have been exposed to moisture.